Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager stent delivery system (sds) was delivered into the lad; however, it would not cross the lesion. The sds catheter was then delivered into the distal rca and crossed the other lesion; however, the balloon had ruptured at 8 atm, during the first inflation. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).